Event description:
It was reported that a patient presented for a right ventricular (rv) lead revision procedure. Prior examination of the patient's right ventricular lead had revealed lead fracture and high pacing impedance. The rv lead was explanted and replaced on (B)(6) 2022. Fluoroscopy performed on (B)(6) 2022 during the procedure confirmed the lead fracture. The patient was stable throughout.

Event description:
New information received noted that the lead will not be returned.